Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unk compositcp. Report source: foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported the patient underwent a l acl rupture repair. Subsequently, the patient was noted to have cyclope syndrome with anterior pain that was noted to be resolved with arthrolysis. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.